Manufacturer narrative:
The product (lens guide) was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. A small, clear, plastic-like particle was returned in a specimen jar. The particle was identified as polycarbonate which is common in laboratories and in industry, especially in applications where any of its main features -high impact resistance, temperature resistance, optical properties -are required. Origin is unknown. Additional information was requested and received.

Event description:
A surgeon reported that eight days following intraocular lens (iol) implant surgery, a plastic material was found in the anterior chamber over the iris. The material was removed during an additional surgical procedure.